Event description:
It was reported that this right ventricular (rv) lead exhibited a fracture leading to the disable of rv pacing in the associated device. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.